Event description:
The customer contacted baxter's technical service center (tsc) and reported a system error 2240 (air in line) alarm on the homechoice (hc). The baxter technical service representative (tsr) explained the alarm. The hp did not have any unused lines and hp said that she disconnected, but pressed stop. The hp is not able to give details of the alarm. Baxter product surveillance contacted the hp on (B)(6) 2011. The hp stated that she did not remember the system error 2240 alarm. The cause of the alarm remained unknown. The hp started therapy over with new supplies and continued therapy with no further issues. No further information was provided. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.